Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2016-product analysis: the device was returned and evaluated by product analysis on 06/29/2016 with the following findings: moisture was observed behind the display. No display lens or display damage was observed. Two battery compartment cracks were observed. Leak testing revealed a battery compartment crack. Moisture was observed on the printed circuit board.